Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The device passed the homechoice return instrument test / evaluation (rite) functional test, but failed the rite electrical ground bond test. The issue of ground bond failure by nature is not recorded in the device logs; therefore, it was not confirmed in the device logs, but is automatically confirmed. Resistance measurement between the power entry module ground and the door post was out of specification. The door post set screw was tightened and the ground bus resistance measured within the ground bond specification. There were no problems found during an internal inspection of the device. The cause for rite test failure - ground bond was determined to be a loose door post set screw. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The hc device to be forwarded to service and the door post to be scrapped.

Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.